Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not work. No other info is available. It is unk how case was completed. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clips. Device b: fired through. Eval summary - the analysis results confirmed that device (a) was received for analysis. The instrument was cycled and fed one malformed clip due to advancer bypass, one clip ejected, one double feed and 9 conforming clips. The analysis results found that device (b) was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". The analysis results confirmed that device (c) was received in good visual conditions. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument locked out as intended, but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the mfg process.